Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly after battery installation and operating currents are within specification. No failed battery test alarms noted. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Event description:
Customer's wife reported her husband had a failed battery test alarm on his insulin pump. The husband's blood glucose was unknown. Troubleshooting did not find any damage to the battery compartment of the insulin pump. The customer received a failed battery test alarm after troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.